Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. Additionally, it was reported that the wake button was sticky and often unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support and further information was unable to be obtained.